Event description:
Unomedical reference number (B)(4). Event occurred in the united sates on 04 april 2024, it was reported that patient faced an issue with infusion set was fell during use. The infusion set was in use for twenty hours. The blood glucose level was 140mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.